Event description:
The customer contact reported a leak. On an unspecified date, the option-lok male adapter of the tubing set was connected to the patient's IV access site and was being used to deliver an unspecified concentration of oxaliplatin, at unspecified rate, via a plum pump. After an unspecified length of time, the customer contact reported that an unspecified volume of solution leaked from an unspecified location at the clave secondary port on the cassette of the tubing set onto the floor. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.